Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files revealed low voltage hazards and no external power events on 06may2022 at 9:16am while connected to the mobile power unit (mpu). It appeared the mpu lost power and the system controller backup battery supplied power to the device until mpu power was restored. It was noted that the patient threw a pair of pants and they hit the cord to their mpu, which pulled it out from the wall. Another low voltage hazard and no external power event occurred on 10may2022 while the patient was on battery power. This event was due to the patient disconnecting both power leads when switching to wall power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed based on the information recorded in the provided log files. Log files (event and periodic) provided by the customer were reviewed. The event log file contained data recorded from (B)(6) to (B)(6) 2022. The data captured on (B)(6) at 9:16 revealed that the system operated when connected to a mobile power unit (mpu) and the power to the mpu was lost. The system continued to operate powered by the backup battery. The power to the mpu was restored and the alarm cleared. The system continued to operate with routine power cable disconnect alarms until (B)(6), when at 23:23 it appears that both power cables were disconnected during a power exchange from batteries to a mpu. The system activated a low power hazard/no external power alarm which cleared when both power cables were connected to the mpu. The remaining data revealed routine power cable disconnect alarms associated with power exchanges. The periodic log file contained events recorded from (B)(6), 2022, where normal operation was recorded. The mobile power unit, serial number (B)(6) was not returned for evaluation. Per the additional information the patient threw a pair of heavy pants and it hit the cord and unplugged it from the wall. He has been educated on this and there have been no further issues. All was resolved. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms, including ¿no external power¿ alarm and the proper actions to take if the alarms cannot be resolved. The patient handbook, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.